Event description:
As reported by the user facility: two bags of rocuronium have been entirely depleted, yet the pump indicates that there is still an adequate volume remaining. The bags are under programmed by 40ml, and they continue to run dry, resulting in the patient receiving an undetermined dose of rocuronium.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): defect confirmed [x] defect not confirmed - due to no sample reported issue could not be confirmed.